Event description:
Caller reported that their pump screen was unresponsive and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. Customer technical support instructed the caller to check the power connection and try a specific button-press technique, but these efforts did not resolve the issue. A flashing red led was observed, and the pump vibrated at regular intervals. No corrective actions by the caller were successful. Customer reverted to an alternate method of insulin delivery.